Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the CystoNephroVideoscope to the service center for a separate issue. During the device analysis, the CCD objective lens was found with foreign objects. There was no patient involvement.